Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received results of 153 mg/dl and 61 mg/dl within 10 minutes on the compact plus system. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: test drum lot number 20659941, expiration date 08/31/2008.